Event description:
The patient called back in relation to follow up letter and wanted to confirm that there were no issues as a result of the CT scan. The caller was simply calling to make sure that it was ok that they did not turn off their therapy for the scan.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. The reason for call was patient reported therapy is not working for them lately and inquired if they need to change programs. Patient stated they have tried increasing stimulation a number of times recently (maybe 3-4 times) and are not seeing much improvement. Patient provided event date as starting "maybe a month ago" and stated that is when they started increasing stimulation. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy/programs overview. Patient stated they do not have a managing healthcare provider for their implant as they thought the implanting surgeon would be their managing physician but patient stated they told patient that they are just a surgeon. Reviewed role of agent. Patient stated they wanted to wait to speak with physician about therapy adjustments before making any further adjustments. Agent emailed patient physician listing per patient's request. Patient was redirected to their healthcare provider to further address the issue. Patient may call back if they want assistance with therapy adjustments/changing programs. Patient called back referencing this call and stated they hope they didn't "break it" as they had a cat scan this morning and they forgot to turn off their implant. Patient stated they freaked out and were screaming/yelling when in the cat scan because they thought they were supposed to turn their implant off for cat scans (patient did not allege any issues during cat scan). Patient stated "she told me it was fine". Agent reviewed cat scan compatibility guidelines. Patient stated they have always turned off implant for cat scans in the past but this time they forgot so they were afraid they broke it.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.